Event description:
It was reported the patient's ipg was mobile in the pocket and causing her pain. Surgical intervention was undertaken on (B)(6) 2015 and the ipg site was revised and the issue was resolved.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.